Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this system exhibited undersensing and no pacing therapy on the atrial channel. This atrial lead was found to have dislodged and was successfully repositioned during a revision procedure. No additional adverse patient effects were reported.